Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: because ultrasonic probe does not rotate, ultrasound image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the ultrasonic image disappeared at angulation and ultrasound image was not displayed. There was no patient involvement.